Event description:
It was reported that the pump battery was depleting quickly. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional actions were taken by technical support.